Manufacturer narrative:
(B)(4). The device sample was received on 13aug2020 and the correct catalog number is 171305-000160 which is a lot sold in the us. Therefore, this event is being reported. The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that 4 days after insertion, several leaks were observed from the device. The balloon seemed to be defective because it deflated a few minutes after. It happens regularly. Clinical consequences: the catheter had to be changed and the patient suffered from this inconvenience. Suffered means that the patient experienced discomfort during insertion of the new catheter.

Event description:
It was reported that 4 days after insertion, several leaks were observed from the device. The balloon seemed to be defective because it deflated a few minutes after. It happens regularly. Clinical consequences: the catheter had to be changed and the patient suffered from this inconvenience. Suffered means that the patient experienced discomfort during insertion of the new catheter.

Manufacturer narrative:
(B)(4). The batch card(s) for the complaint lot(s) was reviewed and all passed qa inspection. L piece of actual sample returned for investigation. Based on complaint description it was stated the balloon deflated or leak after 4 days of installation and there is occasion where balloon deflated just within few minutes later. Below is the image of the return complaint. Investigation conducted by inflating the balloon by 10 ml 10% aqueous glycerin solution, there was no leak observed on internal or external side of the balloon. The sample then inflated with 10ml of air and submerged into a distilled water tank, no leak on balloon observed. A water leak test was conducted to trace any leaking point from funnel to the drainage eye resulted with no leak observation. From the observation it was again determined there is no leak observed throughout the catheter funnel, body and balloon. In current standard operating procedure, per spm-asl-003 the products are subjected to 100% visual inspection and any defective raw balloon will be culled out before sent to the next process. Upon completion of assembly process, per spm-a52-004 the finished catheter will be again subjected to 100% balloon inspection and 20 minutes leak test. Catheter with defective balloon will be culled out during this process. Based on the complaint description, it was stated there is a several leak on the catheter and suspect the balloon was defective. Upon investigation on the returned complaint, it was determine there is no leak observed specifically on the balloon and on the catheter generally. Therefore, this complaint could not be confirmed.